Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the imprecise sodium results was an occlusion of the imt monopump. When the customer replaced the needle tubing to the monopump and imt probe, they created a tubing shaving that partially occluded the tubing. A siemens healthcare diagnostics inc technical service center representative directed the customer to perform appropriate maintenance procedures to clear the occlusion. The instrument is performing within specifications. No further evaluation of the device is required

Event description:
Imprecise sodium results were obtained on a patient sample. The results were not reported to the physician. The sample was re-run and a lower result was obtained. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the imprecise sodium results.